Event description:
False positive on two quickvue rapid test showing a "ghost" line, administered 41 hours apart on (B)(6) 2021 1600 h and (B)(6) 2021 0900 h. Negative covid test confirmed by flowflex test on (B)(6) 2021 and pcr test on (B)(6) 2021. Test by (B)(6). FDA safety report ID# (B)(4).